Event description:
During routine testing of the device, the biomedical technician reported that the pump made a whining noise. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.